Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose after placing the infusion site in an area with scar tissue, and customer care provided troubleshooting assistance to change the site and resume insulin delivery on the ilet system. Symptoms included hyperglycemia. Outcomes included restoration of insulin delivery after the site change and user education on site placement. Investigation included phone-based troubleshooting and education, review of on-hand supplies, and confirmation that the device resumed insulin delivery. Investigation of this case revealed no device malfunction, with the event consistent with infusion site performance issues related to scar tissue rather than a device component failure. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but most consistent with user-specific site selection causing reduced insulin absorption.